Event description:
The customer reported there was an abnormal sound coming from the control body of the subject device. The reported issue occurred while preparing the subject device for use, prior to an unspecified procedure. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed there was foreign material in the forceps elevator. This report is being submitted for the malfunction found during evaluation of the device (foreign material). Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
Regarding the customer's reported issue (abnormal sound from the control body), an olympus representative went on-site to the user facility and observed that the customer was pulling down the forceps elevator excessively, which caused the reported issue. During inspection and testing of the returned device, service also found there was dust on the adhesive on the bending section cover, the bending section cover was dirty, the coating on the connecting tube was peeled off, the connecting tube was wrinkled, the forceps channel port was shaved, the bending angle in the up/right direction was out of specification, there was play in the angulation knob, the forceps control lever was not moving smoothly due to deformation, and the plastic distal end cover was dented. Switch button #1, switch button #2, switch button #3, and switch button #4 were discolored. The investigation is ongoing; therefore, the root cause of the foreign material in the forceps elevator cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to physical damage of the device. The event can be prevented by following the instructions for use (IFU) which state: - IFU (reprocessing manual) states if cleaning, disinfect, and sterilization of endoscope was insufficient, the device may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope. -all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to correct and clarify information that was provided in the initial medwatch and to provide additional information that was received from the user facility regarding the reported issue.

Event description:
Correction to information provided in the initial medwatch: the reported event (abnormal sound coming from the control body of the subject device) was observed while reprocessing the subject device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.